Manufacturer narrative:
Continued: e1: phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "intracapsular rupture" diagnosed via MRI. This record is for the right side. The device remains implanted.